Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the image was intermittently going black (losing connection). Also, when wiggling the cable, the monitor was displaying lines and flickering some. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the intermittent image issue was confirmed. The fault was determined to be a detached internal cable. The baton was plugged into a test monitor and the monitor was powered on. The image quality intermittently showed vertical lines on the right side of the lcd. During inspection, the video signal wire harness was found to have a loose connection. The video signal wire harness was completely connected to the lcd connector. The smart cable was plugged into monitor with a test blade and the monitor was powered on. The image quality test passed, the led's were functioning and the device was certified. The device was returned to the customer.